Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The weekly pace lead impedance trend data showed varying impedance and spike increases for maximum defibrillation and maximum superior vena cava defibrillation impedance equaling 74 to 152 ohms peak between (B)(6) 2011 and (B)(6) 2012.

Event description:
It was reported that the superior vena cava coil impedance increased and was high. The lead was capped and replaced. No patient complications have been reported as a result of this event.